Manufacturer narrative:
(B)(4). Batch # n91x4c. The analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next three actuations of the trigger; then the device was cycled and it fed and form 1 clip partially formed and 1 clip gap and 2 conforming clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issues. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, "they want to armed the ligamax before using on patient and nothing happened." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.